Event description:
Device malfunction: none. Symptoms/ae: retroperitoneal bleed, hypotension, abdominal pain, and anemia. Time of symptoms: after the procedure. It was reported that a trained physician attempted arteriotomy closure using the starclose device after an interventional peripheral procedure. Reportedly, after left and right arteriotomy closure, the patient developed symptoms of abdominal pain, anemia, and hypotension. No hematoma was noted. A CT scan was performed confirming a retroperitoneal bleed. The patient was transfused with six units of blood and administered vitamin k, resolving the bleed. After the blood transfusion, the patient's symptoms resolved by the end of the next day. The physician feels that the right sided closure site is most likely the cause of the bleed due to site oozing; however, this could not be confirmed completely. No surgical intervention was required. No additional information was available.

Manufacturer narrative:
Second device information: lot # unk, catalog # 14677, expiration date unk, MFR date unk. The customer reported the device was discarded. The lot number was not identified, therefore, a device history record could not be performed. During processing of this complaint, attempts were made to obtain complete event, patient and device information.